Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one plastic powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter and one radiographic image were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. A medical image review was performed. The investigation is unconfirmed for a catheter leak, as neither the sample evaluation nor the medical image review identified a catheter fracture. Although the medical image review identified contrast outside of the catheter in the radiographic image, no leaking was observed during in-lab functional testing, even with increased hydraulic pressure. The sample was freely patent to infusion and aspiration. A circumferential crease mark and two diagonal scrape marks were identified on the catheter surface approximately 4 cm from the distal end of the catheter. Slight necking from increased elasticity was observed in the zones of the crease/scrape marks site. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 09/2020).

Event description:
It was reported that approximately two months post port placement, during the chemotherapy infusion, an alleged swelling was identified in the left jugular area, therefore the chemotherapy was stopped. It was further reported that the an alleged leak was identified on the contrast imaging. Reportedly, the extravasation treatment was administered and the device was removed. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2020).

Event description:
It was reported that approximately two months post port placement, during the chemotherapy infusion, an alleged swelling was identified in the left jugular area, therefore the chemotherapy was stopped. It was further reported that the an alleged leak was identified on the contrast imaging. Reportedly, the extravasation treatment was administered and the device was removed. The patient status is unknown.